Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) implanted on (B)(6) 2014, lot number c51342. On (B)(6) 2012 during the essure insertion, at the time of stent releasing, the delivery handle (the release button) made an amazing noise and then physician saw the stent coming back from the horn to the uterus. After, delivery handle was controlled and a part was missing. Bilateral insertion was made but device was in a very bad position and the tip of the device (inserter) remained on stent (miro-insert). Physician thinks that its effectiveness could be affected and could have a risk of perforation as consequence of this bad position of essure. No further information was provided. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure there was a very bad essure placement and the tip of the device remained on stent / a part of delivery handle is missing. The events, seen as device deployment issue and device breakage (inserter broke), are non-serious. Deployment issue is listed, while breakage is unlisted in the reference safety information for essure. In this case, during the essure insertion, one of the devices was not properly deployed. The delivery handle made a noise and then the physician saw the micro-insert (stent) coming back from the horn of the uterus. After, delivery handle was controlled and removed. It was found out that a part of delivery handle (inserter) was missing. Bilateral insertion was achieved but one essure coil was in a very bad position and the tip of the inserter device remained on micro-insert (stent). Upon the events occurred during essure insertion and considering device breakage (malfunction) was reported, causality is assessed as related to essure and the case is regarded as other reportable incident. Further information and technical analysis have been requested.

Manufacturer narrative:
Follow up 14.jan.2015: ptc investigation results were provided. Ptc global number: (B)(4) final assessment: failure mode / mechanism. The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. As of 22.dec.2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the catheter breaking during the procedure is an anticipated event. Final risk classification: risk category v. Medical assessment: this ptc was initiated due to usability issues and a technical issue (breakage). However, at this point in time no adverse events were reported. According to case information the reporter only assumes that there could be a risk of adverse events. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 02-feb-2015. Product technical complaint investigation and final assessment were updated: the bayer reference number for the ptc report is (B)(4). Final assessment: lot number: c51342; expiration date: 31-may-2017; production date: 02-may-2014. Since product was returned to us for this complaint, we were able to conduct an investigation of the returned product. We typically inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. As received, the final rollbacks on both devices were not completed. No micro-inserts for both devices were returned. We were unable to confirm any quality defect or device malfunction at this time. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. The possibility of micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a technical issue (breakage). In addition, the ae case refers to a usability issue. However, no adverse events were reported. According to case information the reporter only assumes that there could be a risk of adverse events. The batch documentation of the reported batch was reviewed. The returned complaint samples were investigated. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure there was a very bad essure placement and the tip of the device remained on stent / a part of delivery handle is missing. The events, seen as device deployment issue and device breakage (inserter broke), are non-serious and listed according to essure's reference safety information (deployment issue) and product technical analysis (breakage). In this case, during the essure insertion, one of the devices was not properly deployed. The delivery handle made a noise and then the physician saw the micro-insert (stent) coming back from the horn of the uterus. After, delivery handle was controlled and removed. It was found out that a part of delivery handle (inserter) was missing. Bilateral insertion was achieved but one essure coil was in a very bad position and the tip of the inserter device remained on micro-insert (stent). Considering the events occurred during essure insertion and considering device breakage (malfunction) was reported, causality is assessed as related to essure and the case is regarded as other reportable incident. Product technical complaint (ptc) analysis stated that the returned complaint samples were investigated and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information has been requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up 05-jun-2015: no additional information was provided. Case closed. The list of similar cases contains essure reports received by bayer with similar events coded in meddra. In this particular case a search in the database was performed on 08-jun-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed 1013 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(4) female patient who had an attempt to insert essure (fallopian tube occlusion insert) and during the procedure there was a very bad essure placement and the tip of the device remained on stent / a part of delivery handle is missing. The events, seen as device deployment issue and device breakage (inserter broke), are non-serious and listed according to essure's reference safety information (deployment issue) and product technical analysis (breakage). In this case, during the essure insertion, one of the devices was not properly deployed. The delivery handle made a noise and then the physician saw the micro-insert (stent) coming back from the horn of the uterus. After, delivery handle was controlled and removed. It was found out that a part of delivery handle (inserter) was missing. Bilateral insertion was achieved but one essure coil was in a very bad position and the tip of the inserter device remained on micro-insert (stent). Considering the events occurred during essure insertion and considering device breakage (malfunction) was reported, causality is assessed as related to essure and the case is regarded as other reportable incident. Product technical complaint (ptc) analysis stated that the returned complaint samples were investigated and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report.